Event description:
Customer reported, the insulin pump was not delivering insulin correctly. Customer stated, she bolused before her meals, but seems insulin was delivered since two hours later the insulin is at the same marker. The device will tell her to take 0.3 units and seven hours later there was a bolus of 0.1 pending. Customer does not recall the date the even occurred or blood glucose at the time. Most current blood glucose was 200 mg/dl before lunch time. Customer declined troubleshooting for high blood glucose. Customer stated she has been dealing with high blood glucose issues for the past two months and has tried all revenues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.